Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 32 mg/dl at the time of incident and current blood glucose value was 200 mg/dl. Customer treated with meal and carbohydrate. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. (B)(4).